Event description:
It has been reported that during the procedure the dilator of this device reportedly failed to lock in and repeatedly backed out of the sheath when resistance was met. It was necessary to remove and replace both the sheath and the dilator in order to complete the procedure. There is no report of pt injury and the device is being returned for evaluation.